Event description:
It was reported to philips that the wireless footswitch could no longer be charged, which could impact impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.